Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient's representative reported left side rupture, capsular contracture, baker grade IV, left axillary lymph nodes absorbing silicone, severe breast pain and tenderness that limited freedom of movement and had a significant impact on everyday life and psychological stress since learning of the device recall. The following events were also reported and have been determined to be not device related; "extreme fatigue, chronic exhaustion, hair loss, weight loss, night sweats, thorax scoliosis, and severe cold". Device has been explanted.

Event description:
Patient's representative reported left side device rupture, capsular contracture, baker grade IV, left axillary lymph nodes absorbing silicone, chronic exhaustion, extreme fatigue, hair loss, weight loss, difficulty concentrating, severe cold, night sweats, severe breast pain and tenderness that limited freedom of movement and had a significant impact on everyday life and psychological stress since learning of the device recall. The patient was also diagnosed with thorax scoliosis. The device has been explanted with partial capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d1, d2a, d2b, d4, h4, h6.

Event description:
Patient's representative reported left side device rupture, capsular contracture, baker grade IV, left axillary lymph nodes absorbing silicone, chronic exhaustion, extreme fatigue, hair loss, weight loss, difficulty concentrating, severe cold, night sweats, severe breast pain and tenderness that limited freedom of movement and had a significant impact on everyday life and psychological stress since learning of the device recall. The patient was also diagnosed with thorax scoliosis. The device has been explanted with partial capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ fatigue: unable to observe as it is not related to the device. ¿ other-medical: unable to observe as it is not related to the device. ¿ varied injuries: unable to observe as it is not related to the device. ¿ silicone migration: unable to observe as it is not related to the device. ¿ chronic fatigue syndrome: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.